Event description:
It was reported that after peri-operative lead testing, it was not possible to reconnect the lead anymore into the extension. The testing of the lead was necessary because, there were some high impedances. The testing of the lead was normal, so the physician wanted to reconnect the lead with the extension to test of the impedances on the battery once again (to be sure). The reconnection wasn't possible so they decided to change and use a new extension. The patient outcome was ok.

Manufacturer narrative:
(B)(4). Analysis results were not available at the time of this report. A follow-up report will be sent when analysis is completed.